Event description:
Patient burned during procedure involving conmed pencil. A superficial burn on a pt's lower back, 5mm x 2mm in size. The burn was a small superficial burn that did not require medical intervention. Medwatch report was filed (mw1035571).

Manufacturer narrative:
Returned pencil was evaluated and reported malfunction could not be duplicated.